Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There were no ramping numbers noted on the display. It was noted that the pump was received with a cracked battery tube thread and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had buttons on the insulin pump that were not responding. Customer's blood glucose was 8.9 mmol/l. Customer stated that the numbers were ramping up and down. The pump was not dropped or bumped recently. Customer was advised that the pump will need to be replaced.